Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the plunger was difficult to move. This complaint was created to capture the 1st of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter: stated, could not use the syringe because plunger rod is difficult to move 2 syringes affected. Lot: 2325206. Catalog: 328418. Date of event: (B)(6) 2023. Samples: yes cl.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2023 h6: investigation summary customer returned total of (6) 1ml 31ga 8mm syringes loose. It was reported by the consumer that he could not use the syringe because plunger rod is difficult to move. All the syringes were examined using magnification and found no damages. Functionality test was performed and observed no issues with plunger movement on the return samples. No issues of any kind was observed on the returned samples. Hence, the reported issue could not be confirmed. A review of the device history record was completed for batch# 2325206. All inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc the plunger was difficult to move. This complaint was created to capture the 1st of 2 related events. There was no report of patient impact. The following information was provided by the initial reporter: stated, could not use the syringe because plunger rod is difficult to move 2 syringes affected lot: 2325206 catalog: 328418 date of event: 2023-07-11 and 2023-07-09 samples: yes cl.